Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system. Approximately two (2) months post initial procedure a small type 3b endoleak was identified. The patient will undergo a re-intervention, the date to be determined.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system. Approximately two (2) months post initial procedure a small type 3b endoleak was identified. The patient will undergo a re-intervention, the date to be determined. Additional information received indicated that the patient did not have an aaa present at time of initial implant (off-label condition) and that the alto system was implanted as treatment of the patient's occlusive disease. The physician has elected to continue monitoring the patient as there is no sac growth.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 3b endoleak (of the iliac limb) is unconfirmed. This is not consistent with the reported adverse event/incident. The device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. No procedure-related harms were identified. Potential contributing factors to the event include the following: non-endologix stents previously implanted in the iliacs (off-label concomitant product use), patient had aortoiliac occlusive disease (off-label) and extensive calcifications noted throughout the aorta and iliacs (cautionary product use). The final patient status was discharged home on the first postoperative day in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.